Event description:
Patient reported elevated blood glucose of "hi" (generally >500 mg/dl) in 2006 due to a bent cannula. She admitted the infusion site had been used for 5 days, which is longer than the recommended 72 hours. Patient stated that when she received the occlusion alarm, she changed the infusion site and administered 11-12 units of insulin to address the issue. Her normal range is in the 100's mg/dl. Patient indicated that at 10:00 p.m. Her blood glucose level was 206 mg/dl. She stated that her basal rate decreases at 11:00 p.m. At 12:30 a.m., she woke up feeling shaky, sweaty, and drunk. Her blood glucose was 55 mg/dl. Patient ate a candy bar to address the low blood glucose level. She became unresponsive and paramedics were contacted. She was treated with glucagon gel and a glucagon injection. Paramedics left when her blood glucose was 127 mg/dl. The morning of the following day, her blood glucose was 155 mg/dl. She reported that 45 minutes later, she became unresponsive. Paramedics were contacted and she was given a candy bar and a regular soda drink. Patient's blood glucose was 29 or 39 mg/dl. She was given glucagon gel and a glucagon injection. Patient was taken to the hospital. At the hospital, her blood glucose was in the 400's mg/dl. The infusion device was checked and was functioning properly. She reported being tired from the event. Patient believed her blood glucose decreased due to administering too much insulin from the previous elevated blood glucose event and drinking a vitamin drink, which she stopped taking and her blood glucose returned to normal. Patient checks her blood glucose 3-6 times per day. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.